Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had scope communication error e226. The device was returned for evaluation. During the device evaluation, the air/water tube, air/water cylinder and jet tube had whitish foreign material were found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the flexibility adjustment ring had a scratch; grip had a scratch; air/water cylinder had no color; suction cylinder had no color; right/left knob had a scratch; upward/downward angulation control knob had a scratch; switch box had a scratch; scope connector cover unit had a scratch; circuit board unit in suction connector had discoloration due to water leakage; plug unit had corrosion due to water leakage; cable unit had corrosion due to water leakage; scope connector case unit had corrosion due to water leakage; outside shield unit had corrosion due to water leakage; objective lens had a crack; light guide lens had a crack; connecting tube had a coating peeling; due to damage on charged coupled device unit, scope communication error e216 occurred; universal cord had a coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing. The foreign material was unable to be identified. It is unknown whether there was deviation from instructions for use on reprocessing steps for the points where the material remained. The event can be prevented by following the instructions for use (IFU): detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.